Manufacturer narrative:
A4: patient weight was requested but not provided. Controller exchange in sep2023 is covered under MFR # 2916596-2022-14139. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline had multiple tears. A photo of the worst tear extending through the entire outer sheath. The patient experienced an alarm every two weeks that occurred when the driveline was kinked. The patient did not see what the alarm showed but in the event history, multiple low voltage advisories were noted. The controller was exchanged last september to resolve connect power alarms while connected to power. The customer was not aware of any continued alarms until the patient presented to the clinic on (B)(6) 2023. X-ray images were also submitted to assess any driveline fractures. The rescue tape was not taken off for fear of further damage, but it was reinforced, and thicker layers were added to prevent kinking. The log file did not display any issues indicating a driveline issue. The x-rays were also unremarkable. The tear in the picture appeared to be cosmetic only and it was recommended to wrap the tears in the outer silicone jacket with rescue tape if cosmetic only.

Event description:
Low voltages related to MFR # 2916596-2023-06129.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the driveline was confirmed via the photographic image provided by the account. The affected areas of the driveline were covered with rescue tape. The submitted log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. The pump appeared to have been operating as intended at the fixed speed. Additional information was requested from the account; however, no further information regarding the event has been communicated at this time. The patient remains ongoing on (B)(6), and no further events have been reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use and patient handbook are currently available. These documents discuss damage due to wear and fatigue of the driveline and include driveline care instructions. No further information was provided. The manufacturer is closing the file on this event.